Event description:
An individual received a needlestick injury while using the safety lok blood collection device. Individual had difficulty activating device. Please note that date of incident is approximate date, as facility would not confirm exact date of occurrence.